Manufacturer narrative:
Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. The returned sample was visually examined using unaided vision. The needle shield has been bent and the needle has punctured completely through the needle shield. The needle was removed from the needle shield and was found to be straight. One (1) photo was also provided by the customer for investigation. The photo shows the returned sample. It can be observed that the needle shield is bent and that the needle has punctured completely through the needle shield. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the fact that when the needle was removed from the shield the needle was straight it appears that the needle shield was bent or was not properly lined up when it was pressed onto the needle causing the needle to puncture the needle shield. Bd acknowledges that the returned sample had a needle protruding though shield.

Event description:
It was reported that an unspecified number of needle 18x1-1/2 blunt fill experienced needle point penetration through the shield prior to use. The following information was provided by the initial reporter: material no: 305180, batch no: unknown. According to the ER department the needle was sticking out of the packaging. Item # 305180. As of right now this is a onetime occurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 18x1-1/2 blunt fill experienced needle point penetration through the shield prior to use. The following information was provided by the initial reporter: material no: 305180, batch no: unknown. According to the ER department the needle was sticking out of the packaging. Item # 305180. As of right now this is a onetime occurrence.